Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported receiving a button error alarm on the insulin pump. She stated that this alarm occurred after mowing the lawn. The blood glucose was 369 mg/dl. Customer treated with manual injection. She stated that she has pressed the escape button a couple of times. She stated that she thought changing the battery might help her clear the alarm but it did not. Nothing further was reported.